Event description:
A remstar auto device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the third-party service center visually inspected the device and found a foam particles inside the blower kit. In addition, the device had dust contamination and displayed error code e-53: err_comp_log_sem_timeout. The device was scrapped by the service center after the evaluation was completed.